Event description:
Received a user facility report indicating a hemolysis event with a 5th use reuse line. 2 hours into treatment, the pt complained of nausea and abdominal pain. A kink was noted in the arterial line and the treatment discontinued. All other dialysis parameters appeared normal up to this point. The pt was transported to the e.r., where hemolysis was confirmed. The sample is available. The pt: age 63 female, wt 54 kg.